Event description:
Information was received from a patient receiving dilaudid (unknown dose and concentration) and unknown medication via implanted infusion pump indicated for non-malignant pain and other. It was reported that the patient's healthcare provider (hcp) told them to call mdt to find out when their pump nurse would be coming to fill their pump with 'hydromorphine' later 'hydromorphone/dilaudid.' The patient stated the pump was implanted on (B)(6) 2023 and they saw their hcp to schedule pump nurse on (B)(6) 2023. The patient stated they were waiting for the medications and they were beyond due. They're suppose to come in the next 2 days. The patient reported that they just have the muscle spasm/cramp med in there now, which wasn't helping them. They couldn't move and have been in bed for 2 weeks. The patient had to go back last week to get a blood patch due to a csf blood leak. The patient stated they told them twice to take it out. They're calling the patient pain meds, norco 375 over the phone, which wasn't helping them. The patient was waiting on the dilaudid. The patient reported that they had 4 years left to live and they didn't want to deal with this crap anymore. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-jan-2025, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.